Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the o-ring to the rbc (red blood cell) bath to be worn and not sealed properly. He replaced the o-ring to the rbc bath which fixed the leak. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the rbc (red blood cell) bath of the instrument. The instrument was generating aspiration errors. The volume of the leak was 2ml and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.